Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2015 with the following findings: investigation revealed a battery compartment crack. The battery cap threads were damaged and the cap could not secure properly to the pump. A test cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and battery cap thread damage. This report is made based on results of the investigation performed on 10/07/2015.